Event description:
It was reported that the customer received a no delivery alarm and that the insulin pump was not working. The customer stated that she finished a bolus and then the insulin pump alarmed no delivery. The customer then experienced high blood glucose levels that led to a hospitalization on (B)(6) 2015. The customer's blood glucose was 637 mg/dl at the time of admission. The customer treated herself with a manual injection. Troubleshooting was done. The customer stated that the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer also stated that the sticker at the end of the pump fell off. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.